Event description:
It was reported that the right ventricular lead exhibited episodes of noise. The right ventricular lead was explanted and the patient's condition was unknown.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 further information was requested but not received.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.